Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section h6, investigation conclusions code, of the initial medwatch report stated: 11 (conclusions not yet available). Section h6, investigation conclusions code, of the initial medwatch report should have stated: 4315 (cause not established).

Event description:
It was reported to ventec that a patient circuit had broken during patient use. No further details about the patient or the event were provided. Ventec has reached out to the reporter in an attempt to obtain additional information about the patient and event, but no response has been received. Additionally, the initial reporter did not provide the vocsn serial number, or the part number or lot code of the broken patient circuit. As a result, section d4 (model #, catalog #, serial number, lot code and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank.

Manufacturer narrative:
H6: the broken patient circuit has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.